Event description:
The customer reported that the distal tip was burned and corroded during a diagnostic gastroscopy procedure involving a gastrointestinal videoscope. The procedure was completed with an olympus back-up device. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.